Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was replaced. There was fluid build-up in the pocket and the doctor was concerned about a possible infection. The pump was explanted, and it was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis was done, but no destructive analysis occurred as there was no allegation of a device issue. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.